Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (218-350 mg/dl) and a bolus was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issue was identified. The infusion set site was changed and no issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider. The customer understood and had no further questions.